Event description:
It was reported that a patient presented remotely via (B)(4) transmission. The patient received inappropriate atp and high voltage therapy. Inappropriate therapy during svt was delivered due to atrial events being blanked out as a result of programmed settings. Reprogramming the device was recommended. The patient will be brought in for further testing. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.